Event description:
It was reported that during an implant attempt, when the atrial lead was tested prior to being implanted, the helix "popped" out too quickly instead of extending gradually. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.